Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient is no longer receiving stimulation and is no longer able to turn the stimulation on. The ipg is unable to communicate with the programmer. An x-ray was taken and showed no anomalies. The patient last recharged the ipg three months ago. Surgical intervention may be pending to address the issue. Concomitant devices are unknown.